Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with (B)(4) bluetooth device was performed and passed. Transmitter functional testing was performed and passed. A review of the share data log was performed and the reported allegation of loss of connection was not found. The customer complaint was not confirmed. The probable cause could not be determined. No additional event or patient information is available.